Event description:
It was reported that this that this cardiac resynchronization therapy defibrillator (crt-d) was a case of an attempted implant due to product performance issue. This device was replaced and never in service. No adverse patient effects were reported. Additional information was received that this crt-d was attempted due to the lead unable to fit into the header of this crt-d. This crt-d has been returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to device manufacture date h4 from 03/01/2023 to 02/19/2023.

Manufacturer narrative:
This product has been returned for analysis. A supplemental report will be filed upon completion.

Event description:
It was reported that this that this cardiac resynchronization therapy defibrillator (crt-d) was a case of an attempted implant due to product performance issue. This device was replaced and never in service. No adverse patient effects were reported. Additional information was received that this crt-d was attempted due to the lead unable to fit into the header of this crt-d. This crt-d has been returned for analysis.

Manufacturer narrative:
Correction to device manufacture date h4 from 03/01/2023 to 02/19/2023.

Event description:
It was reported that this that this cardiac resynchronization therapy defibrillator (crt-d) was a case of an attempted implant due to product performance issue. This device was replaced and never in service. No adverse patient effects were reported. Additional information was received that this crt-d was attempted due to the lead unable to fit into the header of this crt-d. This crt-d has been returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to device manufacture date h4 from 03/01/2023 to 02/19/2023.

Event description:
It was reported that this that this cardiac resynchronization therapy defibrillator (crt-d) was a case of an attempted implant due to product performance issue. This device was replaced and never in service. No adverse patient effects were reported. Additional information was received that this crt-d was attempted due to the lead unable to fit into the header of this crt-d. This crt-d has been returned for analysis.

Event description:
It was reported that this that this cardiac resynchronization therapy defibrillator (crt-d) was a case of an attempted implant due to product performance issue. This device was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. Correction to device manufacture date h4 from 03/01/2023 to 02/19/2023. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this that this cardiac resynchronization therapy defibrillator (crt-d) was a case of an attempted implant due to product performance issue. This device was replaced and never in service. No adverse patient effects were reported. Additional information was received that this crt-d was attempted due to the lead unable to fit into the header of this crt-d. This crt-d has been returned for analysis.

Manufacturer narrative:
Correction to device manufacture date h4 from (B)(6) 2023 to (B)(6) 2023. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this that this cardiac resynchronization therapy defibrillator (crt-d) was a case of an attempted implant due to product performance issue. This device was replaced and never in service. No adverse patient effects were reported. Additional information was received that this crt-d was attempted due to the lead unable to fit into the header of this crt-d. This crt-d has been returned for analysis.